Event description:
The customer called complaining of high blood glucose. The customer's blood glucose was 415 mg/dl. The customer reported a loose motor support disk and a low battery alarm when they try to refill the pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. All operating currents were within specifications and no unexpected off no power or low battery alarms observed during analysis. A scratched lcd window, cracked battery tube threads and cracked reservoir tube lip noted.